Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -9.5 diopter, in the patient's left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting, narrowing of the angle and shallowing of the anterior chamber. The patient experienced blurry near vision. The lens was exchanged for a shorter lens and the problem was resolved. The reporter indicated the cause of the event was unknown. The patients post-op uncorrected visual acuity was 20/15.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a small container. Visual inspection of the returned product found a piece of one haptic torn off and missing. (B)(4).